Manufacturer narrative:
(B)(6). Upon review of additional information, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information: did the device partially cut and partially staple? Yes. Were any of the staples malformed? The sales rep does not have this information.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a nephrectomy/colectomy procedure, the reload did not fire all the staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
.